Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device would not complete its boot up cycle. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device would not complete its boot up cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device would not complete its boot up cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) further evaluated the customer's device and was unable to duplicate the reported issue. A root cause could not be determined. The device was archived by stryker.